Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a quix screwdriver (ID (B)(4)) broke during procedure and fell into the patient's wound. It was removed with forceps. No patient injury was reported and the event did not led to surgical delay.